Manufacturer narrative:
(B)(4). The device history record could not be reviewed as the lot number is unknown. No additional information is available at this time.

Event description:
Kulkarni ar, mehrara bj, pusic al, et al. Venous thrombosis in handsewn versus coupled venous anastomoses in 857 consecutive breast free flaps. J reconstr microsurg (B)(6) 2015. Retrospective review utilizing clinic records, hospital records, and operative reports for 857 consecutive breast free flaps at a single institution from 1997 to 2012. A total of (B)(4) consecutive free flaps were performed for breast reconstruction in 647 patients over 16 years. The venous anastomosis was handsewn in (B)(4) flaps, and the gem microvascular anastomotic anastomotic coupler was used in (B)(4) flaps. The rate of venous thrombosis requiring anastomotic revision in the handsewn group was 0.04% (12/303), compared with 0.01% in the coupled group (8/554). The authors conclude the anastomotic coupler was more effective in preventing venous thrombosis than handsewn anastomoses in our series. While our study demonstrates improved patency rates using the venous coupler in breast reconstruction, we were unable to definitively separate this finding from potential confounding variables due to the low rates of thrombosis in both the groups. Our data are consistent with current literature, which suggests that the coupler is a safe and effective alternative to hand sutured anastomoses.